Manufacturer narrative:
(B)(4). Concomitant medical products: 163668 32mm mod head cocr -3mm neck (B)(4), unknown shell, unkown liner. The complaint is confirmed based on the surgical operative notes that was provided. Review of x-rays received demonstrated anatomic alignment of the arthroplasty components without abnormality. Subsidence of the femoral component and a vertical lucency medial to the femoral component suspicious for a non-displaced fracture was observed. Review of the device history record for identified no deviations or anomalies. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent initial total hip arthroplasty. Patient presented with increased pain and discomfort and reported feeling a "pop" getting up from a chair prior to onset. Roentgenograms revealed subsidence of the femoral component. Subsequently, patient was revised due to subisdence of the femoral component. The femoral stem and head were revised; cerclage cable system was implanted. No other additional information is available.